Manufacturer narrative:
Evaluation results and conclusion: (stent graft was inaccurately delivered by the user). Other, secondary intervention.

Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was straight forward. It was reported that the physician inadvertently pulled down the stent graft during deployment. The stent graft was placed lower than the intended location. The physician elected to place a talent aortic cuff 28x28x29. No additional clinical sequelae were reported and the pt is fine.